Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent dexcom g7 sensor bluetooth connectivity lapses that resulted in pairing failure to the ilet and transient loss of glucose readings, after which the ilet displayed a glucose value of 223 mg/dl. Symptoms included hyperglycemia without alerts above 300 mg/dl for over 90 minutes, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no assistance needed, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education on bluetooth connectivity and sensor-to-ilet pairing. Investigation of this case revealed a communication disruption between the cgm and ilet consistent with intermittent bluetooth connection issues, with no device malfunction confirmed and the cgm supplier not replacing the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user environment or connectivity factors leading to transient loss of cgm communication.